Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a nogastar catheter where the patient developed a fever, requiring an overnight hospital stay. This event occurred as part of the (B)(6) clinical study. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure with a nogastar catheter where the patient developed a fever, requiring an overnight hospital stay. Upon receipt, the returned device was visually inspected, and was found in good condition. Electrical, deflection, and carto compatibility tests were performed, and the catheter passed all specifications. The catheter was found to be working properly. No errors were encountered. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was unable to be duplicated.